Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the curved rubber adhesive was missing, the adhesive on the objective lens has come off, white scratches were visible on the image, the bending angle was insufficient, the curved rubber had scratches, scratches were found on the operation part, scratches were found on switch 1, scratches were found on the video connector, scratches were found on the light guide connector, scratches were found on the light guide cover glass surface, and scratches were found on the video connector case. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the endoeye flex 3d deflectable videoscope had glue peeling off of the objective lens. There were no reports of patient harm. Inspection and testing of the returned device found that the curved rubber adhesive was missing. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.